Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted as the samples were run for validation purposes, no erroneous results were reported to patient and/or medical personnel. The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua(B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged discrepant results for 3 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged samples initially generated influenza a positive results with the cepheid genexpert assay. The samples were repeated on the cobas 5800 and the results were influenza a negative. The samples were repeated on the cepheid genexpert assay as influenza a positive. The results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
Added information in b6 and b5 for 4 additional alleged samples. Updated b5 to state that no cobas 5800 results were reported out for all alleged samples as they were all used for validation/investigation of the cobas 5800 sars cov-2 & flu a/b assay. Updated the become aware date (bad) from nov 22nd to nov 21st 2022. Note that sample 6 and 7's bad is (B)(6) 2023. The earliest bad was used for the purpose of this MDR.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged discrepant influenza a results for 7 samples while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The samples were all initially tested on a competitor platform (cepheid genexpert) and generated a positive result for influenza a. All samples were retested at least once on cobas 5800 and generated a negative result for influenza a. Various retests were performed on cepheid genexpert. All generated a positive result for influenza a. Various retests were also performed on the hologic panther fusion system; all but two retests generated a positive result for influenza a (two samples were negative). One sample was retested on cobas liat (sars-cov-2 & influenza a/b nucleic acid test) and generated a positive result for influenza a. For all alleged samples, the cobas 5800 results were not reported to patient/doctor. All alleged samples were used for validation/investigation of the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively.